Event description:
It was reported that the ventilator's base was loose. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported loose base unit and that the issue caused a psychical damage to the control cable. The issue with control cable has been created and addressed in another complaint where the customer stated that the unit was not properly attached to the base and almost fell over, resulting in damage to the control cable. The control cable was replaced and the unit passed all functional and safety tests to factory specifications. Returned to the customer and approved for clinical use. Based on that the most probable root cause to the issue about loose base unit has been concluded as usability issue.

Event description:
Manufacturers ref: # (B)(4).